Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for an elective generator replacement, the right ventricular lead was capped and replaced due to an undefined capture anomaly. No further information is available.